Event description:
Pt scheduled for a right total knee arthroplasty during the procedure, while using a 3.2mm drill bit in the right knee the drill bit broke off. Surgeon was aware of this incident. Broken drill bit was left in place.